Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy upon insertion of the ets flex the surgeon tore the anterior portion of the broad ligament. The rep reports it oozed slightly. The surgeon stated the instrument did not cut when fired. The surgeon stated she didn't see a staple line either but rep pointed out a staple line on the posterior portion of the broad ligament. The rep reports this occurred on the 7th firing. The surgeon sutured and used coag on the oozing area a new ets again stated the first ets flex, on the 7th firing, did not staple (even after rep pointed out the staple line earlier in the case). There was no consequence to the pt.